Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after steerable guide catheter (sgc) retracted into the left atrium, physician attempted to detach the sgc attached to the stabilizer dock. Lot of resistance was needed. Sgc was removed from the patient with the attached stabilizer. After removing sgc with stabilizer from the patient, two people were required to remove the sgc from the stabilizer dock. Sgc and cds was prepared as per the IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.